Event description:
Per journal article "open versus laparoscopic intraperitoneal on-lay mesh repair: a comparison of outcomes in small ventral hernia." The article compares patient outcomes regarding an open versus laparoscopic ipom surgical treatment for small ventral hernias (defect less than 4 cm) repair performed between january 2016 and september 2018 in two tertiary care hospitals. The study included a total of 88 patients. 41 patients underwent the laparoscopic ipom method using a non-bard/bd mesh, with the remaining 47 patients underwent the open ipom method using either a bard/davol ventralex st mesh or a non-bard/bd mesh. It was reported that 3 patients from the open ipom group (mesh utilized not identified) developed a post-surgery seroma which spontaneously resolved by the end of the follow-up duration. The authors concluded ¿open ipom repair for small ventral hernias may be superior to laparoscopic ipom repair due to the shorter operative duration, single incision, and no additional risk of port-site hernias.¿ in follow up with co-author the following was stated: "it is unlikely that the seromas were caused by the mesh. However, the case details are unavailable thus I am unable to comment."

Manufacturer narrative:
Based on the contents of the article, no conclusions can be made. The journal article did not include any analysis of how or if the ventralex st mesh potentially caused or contributed to any patient outcome or complications. However, in follow up with a co-author it was stated that ¿it is unlikely that the seromas were caused by the mesh.¿ seroma is a known inherent risk of surgery and is identified in the instructions-for-use supplied with the device as a possible complication. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Note, the date of event is considered to be a best estimate as (B)(6) 2016 based on the information provided. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.